Event description:
It was reported to target that after injecting histoacryl through the spinnaker catheter, during removal from the guiding catheter, the catheter tore while inside the guiding catheter. The guiding catheter was retrieved & flushed. This occurrance had no impact on the patient's health.